Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during 2 days of wearing the adc freestyle libre sensor. The customer experienced symptom described as "pain, discomfort, very red and irritated¿ at the sensor insertion site. On (B)(6) 2019, the customer had contact with a healthcare professional and was prescribed fucicort (fusidic acid - topical antibiotic and betamethasone - topical corticosteroid) cream as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.